Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the gum is inflamed at the crown location, bleeds when flossing, the tooth is sore, and possibly damaged. Also noted periodontitis, infection, allergic reaction, sensitivity, discomfort, not fitting, and jaw discomfort without further details.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.